Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating due to physical stress such as dropping/knocking. In addition, a biopsy channel leak due to damage from repeated insertion/removal of a brush or endotherapy accessory was found and the labeling on the body control unit was noted detached. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of "failed leak test." Upon inspection and testing of the returned device, a deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating due to physical stress such as dropping/knocking was found. This report is submitted due to the deep cut/lifting part on the probe unit. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 01-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.